Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post generator change procedure that the integrity of lead was tested. It was noted that the left ventricular lead paced the atrium with settings that were previously programmed. Further, fluoroscopic examination of the lead indicated that the lead was dislodged. The left ventricular (lv) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A connector portion of a partial lead was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.